Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and an electrosurgical device was used. During the procedure, the tip of the electrode fell off inside a patient, it had to be retrieved with hysteroscopic forceps. The electrode tip was removed from the patient and the procedure was continued. No additional information was requested.

Manufacturer narrative:
Pc-000235153 date sent to the FDA: 08/07/2018 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Product release date: (B)(6) 2017 product expiry date: (B)(6) 2022